Manufacturer narrative:
Investigation summary: our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of needle bent was confirmed upon inspection of the photos. In the photos provided the needle of the sample was bent. However, bd cannot confirm the cause of the failure to our manufacturing process since the sample in the photo is removed from its packaging. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system needle was found broken up to the side flanges. The following information was provided by the initial reporter: "writer gently moved the needle downward and noted that the needle was broken up to the point of the side flanges"